Event description:
Event: (cc# 97-01534) the catheter was being inserted percutaneously without the use of a sheath. During the insertion phase, more blood than expected was noted to be oozing "through the membrane". The iab was removed and a second was inserted. (Multiple event to customer complaint number 97-01535) the following was reported to datascope on 1/27/98: blood backed up through the catheter before pumping was initiated. The surgeon felt that it was a balloon membrane problem. There was no patient injury or complication as a result of the event. The patient's status was stable. [Event complications]: unknown - reported 12/18/97; none - rpt'd 1/27/98. [Patient's current status]: stable - rpt'd 1/27/98.

Manufacturer narrative:
Evaluation: the iab was returned with the membrane noted to be completely folded. Laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope incorporates this channeling phenomenon into its instructions for use for all stat iabs.